Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found no issues or errors related to the battery , therefore, the reported battery issue was not confirmed. During evaluation, it was found that the unit had a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had battery issue. There was no patient injury reported as a result of this incident.